Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a decrease in oxygen saturation and cough. The customer consulted with the md and was prescribed antibiotics and a nebulizer. The customer is back to baseline.